Event description:
During a ventricular tachycardia ablation procedure, there was a communication issue and the procedure was postponed. When a new case was started, there was no communication between the computer and the amplifier. Troubleshooting included using another fiber optic cable and another converter with no resolution. There were no adverse consequences to the patient.

Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the root cause of the reported communication issue cannot be conclusively determined as no anomalies were identified. The velocity¿ workstation operated as intended during the hardware evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.